Event description:
I have a hip replacement failure which I have been complaining about something being wrong since about 2 months after surgery. I am a high risk patient and my regular doctor does not know if I'll be able to find someone to replace it with a new one. My leg is in excruciating pain, it pops like it is trying to dislocate but feels like its catching on something. My leg doesn't move right sometimes and gives out on me. Sometimes it feels like my leg is separated from my hip and just hanging there. I have a spinal injury also and if I fall wrong I will be paralyzed from the waist down so it is very big problem for me. It is also very painful for me to sit for very long, have limited movement of the leg and the muscle that belongs up on my hip lays down by my buttocks. Can't move it to the right very far. As far as I know the hip replacement was from biomet!